Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including defib cycling, full functional testing, multiple charge and shock tests without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the device logs showed power related errors that could be caused by a low battery condition. However, the battery used at the time of the event was not returned as part of this investigation and this could not be firmly established. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old male patient for cardiac arrest, the device displayed a "defib charging" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however it was not known if it was a result of the reported malfunction.